Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU and training manuals, it states to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, it states to access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to introduce the 14fr esheath+ in the patient was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "the 14 fr esheath+ was unable to be advance in the patient due to severe calcification in the iliac arteries." Per the training manual, "push force can vary due to angle of insertion, thv size vessel diameter, tortuosity and degree of calcification." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In this case, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not available for return.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the 14 fr esheath+ was unable to be advance in the patient due to severe calcification in the iliac arteries. There were attempts to safely dilate/lithotripsy the vessels, but they were unsuccessful. A decision was made to abort the procedure for patient safety. The commander delivery system was prepped but never advanced in the patient due to the access site/iliac issues. Additionally, no valve was opened or placed in the patient. There was no allegation of an edwards device deficiency causing an issue with the access site/iliac vessels nor was there damage/failure to an edwards device. However, a patient injury occurred which required the common femoral artery to be stented. The type of injury was unknown. The patient left the room in stable condition.